Manufacturer narrative:
A complaint was received on february 12, 2015 regarding a reported adverse event which may have been caused or contributed to by a clearcorrect orthodontic appliance. The treating doctor reported that shortly after wearing the fourth aligner (step ID) their pt developed abrasions inside the oral cavity which became infected. There were no details as to the location or severity of the infection but the pt received medication for the infection. The doctor has not responded to further requests for info and the appliance in question has not been returned for inspection. Abrasions may be caused by appliance edges that reflect dental impression distortions but mfg records were complete and confirmed the device was manufactured according to the doctor specs. Treating doctor stated that the pt wishes to discontinue treatment so the treatment is on hold until the doctor and pt come to a resolution. If continue treatment is requested then new impressions will be reopened. If the appliance is returned within the next 60 days further investigation will be performed and a f/u report will be submitted. Clearcorrect will continue to monitor this event and f/u with the doctor to ensure that no further action is needed to remedy the event.

Event description:
Treating doctor reported that their pt developed oral abrasions after wearing the above appliance and resulting infection was treated with medication. The report did not specify the location or severity of the abrasions and infections and requests for add'l info have gone unanswered. Mild oral abrasions can occur during orthodontic treatment but the product quality director conducted the investigation to determine the cause of the event. Abrasions can sometimes occur when the aligner edges reflect impression distortions but this has not been confirmed in this case (the appliance has not been returned for inspection). There was no evidence of device non-conformities based on mfg records and user spec records. If treating doctor returns the device or responds to inquiries further info will be reported. Clearcorrect will continue to monitor this event and f/u with the doctor to ensure that no further actions are needed to remedy the event.